Event description:
The customer contact reported a delay in critical therapy following air in the tubing. The tubing set was being used to deliver an unspecified concentration of either neosynephrine or epinephrine via gravity during an unspecified open heart surgical procedure. After the procedure was complete, the customer contact that while preparing the patient for transfer, it was reported that the patient's systolic blood pressure (bp) was "dwindling down." It was reported the patient's bp had decreased to the 60's. At this time, the customer contact attempted to deliver an unspecified volume of medication to increase the patient's bp; however, the soluset of the tubing set was empty and an unspecified volume of air was noted in the tubing distal to the soluset. It was reported that the air needed to be removed from the soluset in order to deliver the medication. No air was delivered to the patient. The customer contact reported that after the air was removed, the unspecified medication was delivered to the patient. The patient's bp increased to an unspecified level. The tubing set remained in clinical use. Although there was potential for serious injury, the customer contact reported that there was no adverse patient effect and the patient was "fine". No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the device was discarded. During the investigation, no possible causes for the customer reported delay in critical therapy following air in the tubing were identified. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.